Event description:
It was reported via post market registry that the patient developed "infection in the spine" approximately 2 weeks after implant. The patient was experiencing pain and irritation. Fluid was aspirated and hcp placed a "vac to soak up fluid". The infection continued in the spine for 6 weeks and subsequently involved the pump pocket. The scar was excised, pump and catheter were removed. The devices were bathed in bacitracin, irrigated and significant debridement of the pump pocket performed and the devices were reimplanted. Approximately 3 months later, the infection continued and the abdomen was drained. It was also reported that the patient "picked the lumbar scar and pulled out the catheter." The device was explanted; future re-implantation is planned. The patient was receiving baclofen 2000 mcg/ml at a dose of 104 mcg/day. No patient drug-related symptoms were reported. The patient recovered without sequela. Refer to MFR's report# 2182207-2007-01464.